Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and peripheral causalgia. The patient reported that they have not felt stimulation or charged their ins in over a year. The patient reported not being able to charge on (B)(6) 2017. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.